Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, as the physician tried loading the dart, the dart detached from the suture outside the patient. The physician tried a new needle, but it would still not work. The procedure was completed using another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h10: the returned capio slim device was analyzed under magnification, and it was observed that the slot of the carrier looked smaller compared with another of the devices. A functional test was performed and found that there was difficulty loading the suture in the carrier. Therefore, the reported event of "device failure to load/engage suture" was confirmed. With all the available information, boston scientific concludes that the event of dart detachment cannot be confirmed as the dart could not be loaded into the carrier and the device could not be functionally tested; therefore, the event of dart detachment is assigned a most probable conclusion code of "no problem detected" since the device complaint or problem cannot be confirmed. Additionally, the slot of the carrier looked smaller compared with another device, most probably resulting in difficulty loading the suture in the carrier. An investigation to address this problem is in progress. Investigation determines that the most probable cause is cause traced to device design.

Manufacturer narrative:
Correction to blocks d4 and h4. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, as the physician tried loading the dart, the dart detached from the suture outside the patient. The physician tried a new needle, but it would still not work. The procedure was completed using another capio slim device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2023, for the treatment of pelvic organ prolapse. During the procedure, as the physician tried loading the dart, the dart detached from the suture outside the patient. The physician tried a new needle, but it would still not work. The procedure was completed using another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.